Event description:
The reporter stated that the surgeon inserted a aa4203tf single piece silicone lens with toric optic in 2006. The lens was explanted one week later due to a mis-calculation of lens power causing a decrease in visual acuity. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound. The reporter stated that the lens was not miss-labeled and the diopter was correct it was due to a mis-calculation as the pt had a hard cataract.

Manufacturer narrative:
A work order search was performed for the lens. Visual inspection of the returned product showed that the lens optic was torn in half. Clear and reddish residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.